Manufacturer narrative:
Supplemental report conclusions: after further investigation by merge healthcare technical support, it was determined that the customer's workflow for the temporary storage and subsequent saving of voiceclips with a patient's report revealed a design deficiency. This issue of a voice clip being saved to the wrong patient's report can occur intermittently when multiple patient voice clips are temporarily stored to the worklist. In order to service the customer's needs, technical support has developed a script to run for the customer to correct the intermittent circumstances when voice clips are associated with the incorrect patient. Merge pacs version (B)(4) includes resolution for the voice clips issue. Merge healthcare performed a health hazard evaluation ((B)(4)) and determined that this situation can result in a less than moderate injury to no injury to a patient. Therefore, based on the results of merge healthcare's investigation, the customer's complaint does not meet the requirements for medical device reporting. The customer's issue did not result in a death or serious injury nor would a recurrence be likely to result in serious or greater harm.

Manufacturer narrative:
After further investigation, merge healthcare development determined this was a code miss. This issue was resolved in pacs 7.2. Merge healthcare also updated the product labeling to include additional guidance regarding the use of voice clips. No further action is required at this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2017, during internal testing, a merge employee reported an issue with voice clips saving to the wrong patient. Voice clips are audio annotations and are used differently depending on user's work flow. Voice clips could contain essential information related to treatment/diagnosis. There is a potential that the wrong voice clip may contain data that is required to determine diagnosis and/or treatment decisions. With the wrong voice clip, there is a potential for an incorrect treatment and/or diagnosis to the patient. However, the underlying image is present for the user to read. There was no direct impact to patient care reported. Reference complaint-(B)(4).